Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent endovascular procedure to treat a thoracic aortic aneurysm. For access, a gore® dryseal flex introducer sheath was used. As reported, no resistance was felt when inserting and withdrawing the sheath. It was reported there were no concerns with patient's anatomy, and no pre-existing device(s) that could have interfered with advancement of the devices. During the procedure, after the sheath was used to insert the gore® tag® thoracic branch endoprosthesis, the right external iliac artery was ruptured. Reportedly, the right external iliac artery was 9mm. The damaged vessel was covered with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). It was reported that after 24 hours the viabahn device occluded. No intervention was performed. As reported, the physician stated lack of vessel elasticity and tortuosity may have led to the vessel damage during implant. The physician did not speculate on why the viabahn device occluded. The patient is reported to be doing well following the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H3 and h6 code b20: the device remains implanted and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.